Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# va17dkr, implanted: (B)(6) 2016, product type: lead.

Event description:
A manufacturing representative reported that the patient had a successful lead implant during stage 1, but when exposing the lead during their stage 2 procedure the proximal end of the lead was severely damaged. The lead was bent at contact 3 near the distal end. The lead cap was easily removed so there was no twisting of the block. The surgeon speculated the lead was damaged after the end cap was placed and the lead was being buried under the skin. Contact 3 was completely removed by the surgeon by cutting it off the distal end. The lead was inserted into the extension so the contact lined up in their intended position. Impedances were measured and all impedances were normal except for contact 2 which had impedances in the mid 4000s. All bipolar impedance pairs were normal. The patient was going to be programmed in late (B)(6). Based on the therapeutic response, they would decide if a revision is needed. On (B)(6) 2016, the patient's health care provider (hcp) was going to program the implantable neurostimulator (ins). Impedance on contact 2 was measured to be high at 6,000 ohms at that time. The rest of the impedances were normal included contact 3. The hcp programmed the ins using electrode 3 and the patient got tremor control. The patient's indication for use is parkinson's dual and movement disorders.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that an impedance test was performed with the settings at 0-3+, 1.6v, 90pw, at 130 hz and resulted in normal impedances. It was also confirmed that the health care provider (hcp) cut the 3rd electrode was cut, but was still getting normal impedances; c/3=1027 ohms, 0/3=2077 ohms, 1/3=1669 ohms, 2/3=2603 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.